Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that an infection was noticed and it had appeared that the patient had the infection for a while but never told anyone about it and let the infection grow. The patient¿s system was eventually removed due to the infection. It was noted that after that, the patient was supposed to follow up with the health care professional office but had cancelled 3 appointments so far. No device malfunctions were seen.